Event description:
I have had sore throat, hoarse, and hard to swallow fo r months. Last month I broke out all over my body with a very itchy rash. It has come back this month also. My doctor has checked my throat several times. I have took antibiotics, and had shots, it gets to where I can't talk. FDA safety report ID # (B)(4).